Event description:
On 02/27/2025 intuitive notified my hospital operating room admin. That they had a problem with "some" of the dv5 (da vinci 5) robots. They stated that one of the foot petals could stick and the robot would be unusable and if inside the patient there was an emergency release for the instrument. They did not issue a recall but left it up to the surgeon until it could be repaired! They quoted this as "rare" at 0.5 %. However, that is a 1/200 patient risk, and I refused to use it until repaired. If during surgery I had a bleeding artery in my instrument, then I would have to release the instrument and do an emergency open procedure while the patient was bleeding! This is dangerous and could even lead to a patient's death. This should have been an immediate recall! I also recently had a problem with dv5 not "recognizing" a tenaculum. Later they found this was a national problem, but I doubt if they reported it to the FDA.